Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the mesher skin board was not moving forward through the machine and that it was moving back and forth roughly 2 inches each way. No harm was indicated but a 2-3 minute delay was reported with the patient under anesthesia. No damage was reported to the taken graft. However the surgeon had to add holes with a sharp blade instead of finishing with the mesher. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Updates were performed on b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h10. Review of the most recent repair record determined that the ratchet was not functioning. The ratchet was reassembled and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusion or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.